Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, the customer had been using expired cartridges at the time of this event. Customer's blood glucose level was not impacted by the occlusion alarms. Supply changes were performed resolving the occlusions.